Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The following repair and service diagnostic codes were identified: cracked/peeling insulation at tip of shaft. Replaced handle. The following was observed: cracked/peeling insulation at tip of shaft. This does confirm the alleged failure mode of insulation test failure. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Contact forces. Product used beyond defined useful life. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.